Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the adhesive around the light guide lens of the duodenovideoscope was peeled. Based on the results of the investigation, the probable root cause is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the adhesive around the light guide lens of the duodenovideoscope was peeled. There was no patient involvement.